Event description:
It was reported that the patient presented to the clinic for a follow-up and the pulse generator was in backup operation (vvi). A user download was unsuccessful, and after the attempt, there was no pacing support. The status report exhibited multiple flipped bits in the product code. Re- interrogation was attempted, but telemetry could not be achieved. The device was scheduled for replacement due to unresolved backup vvi status.

Manufacturer narrative:
Na